Manufacturer narrative:
Insulin pump received motor error alarm during rewind due to corroded motor home switch. Insulin pump was unable to perform displacement test, prime test and excessive no delivery test due to constant motor error alarm. Insulin pump was unable to verify prime alarm due to motor error alarm. Insulin pump received moisture damage at electronic assembly; minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was 270 mg/dl, which was treated with a manual injection. No significant events leading to the alarm were observed. The customer also reported that the insulin pump alarmed motor error during a bolus attempt of over 7 units of insulin. He stated that the insulin pump may have been exposed to pool water. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.